Manufacturer narrative:
The thump software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 08/30/2025 from 14:53:27.000 until 20:22:43.000 during bolus deliveries. Pump alarmed no delivery/insulin flow blocked alarm in the force sensor test at 2 lbs. Pump passed the self test, displacement test, rewind test, prime/seating test and basic occlusion test. Unable to perform the occlusion test due to no delivery/insulin flow blocked alarm. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The force sensor offset measured within spec range during testing (23.3 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Customer alleged confirmed for insulin flow blocked/no delivery alarm during testing and in the pump history due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-442ag, mmt-342, mmt-1884. Troubleshooting was performed. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer was unable to complete set change. No harm requiring medical intervention was reported. No product return is required for mmt-442ag, mmt-342. Mmt-1884 will be return for analysis.